Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "difficulty removing the inner packaging from the outer box."

Event description:
Company representative reported on behalf of healthcare professional "issue with the natrelle packaging. Having difficulty removing the inner packaging from the outer box. It¿s very difficult to remove the product, and may lead to problems with transferring the implants/tes into the sterile field". Device status unknown. Unknown if patient contact occurred.